Manufacturer narrative:
An internal biomérieux investigation was initiated for a customer notification of obtaining a false positive cefoxitin screen result from a staphylococcus aureus patient isolate when testing with the vitek® 2 ast-p635 test kit. The customer submitted only one lab report and no strain for this investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. Vitek 2 ast-p635 lot #7350907203 met final qc release criteria. This lot passed qc performance testing.

Event description:
A customer from (B)(6) notified biomérieux of obtaining a false positive cefoxitin screen result from a patient isolate when testing with the vitek® 2 ast-p635 test kit (reference# 416911, lot# 7350907203). The results obtained are as follows: initial test: cefoxitin screen positive and (B)(6), etest (B)(6), cefoxitin disc test=sensitive. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.